Event description:
It was reported that vns pt was experiencing pain in her neck, and she wants the device to be removed. Good faith attempts to obtain additional info have been unsuccessful to date.

Event description:
The patient's explanted generator and lead were received by the manufacturer on 09/17/2014 without paperwork. The reason for explant and date of explant is unknown. Analysis has not been completed to date.

Manufacturer narrative:
Suspect device lot #, corrected data: the initial report inadvertently did not report this data.

Event description:
Analysis of the explanted products was completed. Analysis of the generator found that the elective replacement indicator flag was set; an open can measurement of the battery voltage confirmed that the eri flag had been properly set. The low battery voltage condition (partially depleted) was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. With the exception of the eri parameter (eri flag was set to ¿yes¿ due to a low battery condition), the device performed according to functional specifications. There were no abnormal performance or any other type of adverse condition found. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.